Event description:
It was reported the device was not implanted because there was blood ingress in a ventricular connector. A new device was used. No patient complications were reported as a result of this event. (B) (6) 10: the device was returned with an additional report that ventricular grommet surface damage was observed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection, it was noted that the grommet had been damaged, cause is unknown.